Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case, bail covers, lead flex cover and battery drawer were broken and contaminated, the battery was contaminated, the battery contacts were compressed, the keyboard was scratched, the upper case was broken and one bail was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.